Event description:
It was reported that a device displayed an error code 322 message. Any pt involvement, injury or medical intervention is unk.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device in question. The evaluation confirmed the reported symptom "error code 322", caused by loose upper latch switch screws. The upper auxiliary assembly was replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.